Event description:
A non-healthcare professional reported that the system with flap resistance in right eye during cataract surgery. The surgery was completed with same equipment. There was no patient and surgery was impacted.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported event. The surgical focusing module was replaced to address this issue. The system was tested and found to meet product specifications. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. During surgery, there was resistance observed in the flap (after flap creation with the laser). There was no patient impact reported. This investigation will serve for the event occurrence with the right eye. Additional related information was requested but none has been provided to date. The creation of a corneal flap is used in patients undergoing laser assisted in situ keratomileusis surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. The root cause of the reported event is attributed to nonconforming surgical focusing module. The manufacturer internal reference number is: (B)(4).